Event description:
New information received notes that non-sustained right ventricular over-sensing persisted after programming interventions were made. However, the physician did not that believe the episodes resulted from loss of capture. Rather unspecified t-wave oversensing was suspected. No further interventions were made as the physician elected to continue to monitor.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with the implantable cardioverter defibrillator exhibiting loss of right ventricular capture resulting in wide qrs complexes that were double counted. This led episodes of non-sustained right ventricular over-sensing. Subsequent programming intervention were made in clinic. There were no patient consequences.